Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a j tube placement. Health effect clinical code of e2402 was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in australia underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2026 while placing new connectors on the peg tube, the j-tube (jejunal tube) could not be readvanced back into the peg tube as it was noted to be swollen and had a solid coating of gastric content which prevented sliding of the j-tube back into the peg tube. Attempts to advance the j tube back into the peg tube with lubrication and warm water were unsuccessful. A decision was made to remove the j-tube and use only the peg tube until a tube replacement can be arranged. The j tube was withdrawn approximately 30 cm of the j-tube but could not be withdrawn any further. To avoid injury, the decision was made to cut the j- tube and attach the peg tube only, up to the connectors.